Event description:
The patient had a delayed intracranial haemorrhage 11 days following the procedure. During the implant procedure, there was an offset/poor fusion during image co-registration between the CT and mr images, which the surgeon accepted. After delivery of the litt device, the position of the litt device required adjustment due to the accepted offset. Registration was re-performed, and the litt device re-delivered accurately.